Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the set dialysate post pump line was disconnected from the dialysate port. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the inadequate application of solvent during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dialysate line of a prismaflex st150 set became disconnected and leaked during priming. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.